Event description:
On june 22, 2006 the lay user/reporter, the patient's daughter-in-law, contacted lifescan (lfs) alleging the one touch ultra meter was giving the error 4 error message and giving inaccuractely low readings. The medical affairs specialist (mas) spoke with the patient on june 23, 2006 to obtain and verify information; however he was unable to provide any information. The mas also contacted the reporter to obtain information; however was unable to reach her by telephone. On june 27, 2006 the mas mailed a letter requesting the patient contact medical affairs. On an unspecified date 2006 the pt obtained the error 4 message and also unspecified low blood glucose readings on the reporter meter. The reporter was unable to state whether the patient was experiencing any symptoms of high or low blood glucose levels at that time. The patient took no action following the use of the meter. The patient was taken to the emergency room, where he was treated with intravenous fluids. It would have been helpful to determine when the error message occurred, the patient's blood glucose readings on the day of the event, the meals and medications taken on the day of the event, his blood glucose readings from ealier in that day, his expected blood glucose readings, and his medication regimen. The customer care advocate (cca) deteremined during the troubleshooting telephone call the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the testing room temperature was within meter specifications. The error 4 error message was not resolved with troubleshooting. The meter, test strips and control solution were replaced. Little information was provided regarding this event. The pt obtained the error 4 error message and also alleged inaccurately low blood glucose readings on the reported meter. Following the use of the meter, the pt received emergency medical attention and treatment with intravenous fluids. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.